Event description:
The following was reported to hamilton medical ag: ventilator showed oxygen too high during ventilation and then oxygen too low again. However, according to the user, the oxygen concentration actually output corresponded to the set value. This abnormity is noticed during usage. There is no need for medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The alarm was observable both visually and through hearing. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is still ongoing.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was attributed to a hardware regulation problem of the software. A technical solution is currently under development, the issue will be resolved with plfc-17497. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. As there was no similar case for a hamilton-t1 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: - ventilator showed oxygen too high during ventilation and then oxygen too low again. However, according to the user, the oxygen concentration actually output corresponded to the set value. - this abnormity is noticed during usage. - there is no need for medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. - the alarm was observable both visually and through hearing. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is still ongoing.